Event description:
It was reported, an abnormal noise was coming from the video connector section of the camera head. The issue occurred during preparation of a therapeutic transurethral resection of the prostate in saline procedure. There were no reports of patient harm.

Manufacturer narrative:
As per the customer, the event occured in march 2024; however, the exact event date is unknown. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found discoloration on the electrical contacts of the video connector, cracks on the video connector and failure inside the video connector. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.